Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The functional testing was unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The device was received with the moisture damage on the motor and force sensor. There was no moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer reported a sudden vibration followed by the blank display. The customer did not troubleshoot the issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.